Event description:
Report received of a spin collar on an extension set causing a pressure ulcer. The customer reports that the IV site was located on the top of the pt's right foot. The extension set was being used as a heparin lock. The reporter states that the pt developed a "pressure ulcer" under the spin collar of the extension set. The reporter described the appearance of the pressure ulcer as "red around the site, 2-3mm in diameter, just a white pressure ulcer. It was unknown to the reporter how long the set was in use, before the ulcer was noted. The reporter stated that the "pt remains in the hosp, and is reported to be doing ok". There was no report of any adverse sequelae. Add'l pt info was requested, but no further info was available.